Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator sent low energy. It varied between -2 mohm and 13 mohm and sent 180j energy of which value was 200j. There was no patient involvement.